Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had the pressure setting of the device adjusted. Shortly after, the patient passed away for ¿other reasons.¿ the manufacturer representative communicated with the clinic and confirmed the cause of the death was not related to the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2017. As of (B)(6) 2018, the patient experienced a ¿sudden inability to act.¿ the patient went to the hospital that night and had a CT scan. Following the CT scan, the doctors indicated the patient had increased cerebrospinal fluid and needed an adjustment. The patient was currently hospitalized.